Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left reverse total shoulder, while the surgeon was impacting the baseplate in with the baseplate impactor, the impactor broke at the junction of the mallet pad and handle of the impactor. The implant was fully seated at this time and there was no compromise to the implantation of the product, nor was there harm to the patient.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the returned complaint sample for evaluation. Visual inspection of the devices shows the strike plate on the instrument is fractured off. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action/design change. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.